Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were at the hospital to see their cardiologist and ended up passing out. The doctor took the patient to the emergency room (ER) and a finger stick was performed. The bg meter reading was 25 mg/dl compared to the cgm that was displaying 64 mg/dl. The patient was given dextrose by the doctor in the ER and then was released from the hospital. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.